Manufacturer narrative:
The customer¿s report of bulging was confirmed. Visual inspection revealed that the silicone segment was slightly impaired near the upper fitment. Functional testing was not performed because the set¿s drip chamber had been removed and was not received with the set. The root cause of bulging in the pumping segment could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after the line was flushed with difficulty while troubleshooting patient side occlusion alarms, the silicone segment was noted to be bulging near the upper fitment.